Manufacturer narrative:
(B)(4). D10 medical devices: femur cemented cruciate retaining (cr) standard left size 11 catalog#: 42502607001 lot#: 65277498. Articular surface fixed bearing cruciate retaining (cr) left 11 mm height catalog#: 42512000511 lot#: 65200304. All-poly patella cemented 32 mm diameter catalog#: 42540200032 lot#: 65271072. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately three years post-implantation due to tibial loosening. The sales representative stated that the screws from a tibial tubercle osteotomy were hit, causing the loosening. No further information has been provided at this time.

Event description:
It was reported that patient underwent a left knee revision approximately three years post-implantation due to tibial loosening and screw fracture. The sales representative stated that the screws from a tibial tubercle osteotomy were hit, causing the loosening, and fracture of one of the screws. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 medical devices: femur cemented cruciate retaining (cr) standard left size 11 catalog#: 42502607001, lot#: 65277498. Articular surface fixed bearing cruciate retaining (cr) left 11 mm height catalog#: 42512000511, lot#: 65200304. All-poly patella cemented 32 mm diameter catalog#: 42540200032, lot#: 65271072. M/g unicompartmental headed screw 48 mm length catalog#: 0057910410,0 lot#: 65087761. M/g unicompartmental headed screw 48 mm length catalog#: 00579104100, lot#: 65087761.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected corrected: d1, d2, d4, g4, h4 updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial op report: partial operative note provided, cemented zimmer persona system. Radiographs were provided and reviewed by a health care professional and it was determined further review would not enhance the investigation. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.